Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed of the discordant result and a repeatability issue with total hcg dilutions. The customer informs the difference between diluted results, primary and pour off, is increasing and other assays that require dilutions are not affected. The ccc specialist dispatched a siemens technical application specialist (tas) and customer service engineer to the customer's site. The tas performed an auto dilution study for troubleshooting purposes and observed the repeatability issue with total hcg dilutions. Following the investigation, the cse performed a total service check and found a leak in the rinsing block. Further inspection performed on the instrument determined the aspirate probe wash around waste pump and the wash 1 blue tubing needed replacement. After completing the service, the rinsing block was tested, and the leak resolved. The dispense of wash1 at the wash station was monitored, and operating as expected and with no issues. A quality control (qc) run was performed, and the results were within the acceptable ranges. A total hcg dilution precision study was, and the results were within specification. A siemens headquarter support center (hsc) specialist investigated the issue and service performed, and determined the leaking rinse block as the potential cause of the dilution imprecision. The instrument is performing within specifications. No further evaluation of this device is required. Ost-service.

Event description:
The customer obtained a discordant falsely depressed total human chorionic gonadotropin (total hcg) result on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer informs the primary tube, and a pour off sample was run with a dilution of 1:100 and that repeat testing was performed on the primary tube. The customer informs the pour off sample result is the correct result. There are no reports of patient intervention or adverse health consequence due to the falsely elevated total hcg result.

Event description:
Sample ID: pt1.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00323 on 20-august-2018. Correction (23-august-2018): section b6 is updated to reflect the correct sample ID (identification) number provided by the customer. Sample ID: p1 is incorrect and replaced with sample ID: pt1.